Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive; pump display will intermittently activate after multiple, forceful presses of the wake button. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.